Event description:
The grasping retractor instrument was returned without any allegations of malfunction. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. No failure was reported for this instrument. Engineering evaluation found deep scratches, the luer plate missing, and broken snaps off the housing. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length approximately 0.0432 to 0.1280. The instrument was found with the luer plate missing from the chassis. Three of four housing snap tabs and housing pins were broken off the housing. The housing could be easily removed as a result of the damage. The evidence was inconclusive, but the damage was likely due to mishandling. No other damage was found.